Event description:
Patient reported that the back to back test readings obtained on the ss meter using the same finger stick were 192 and 67 mg/dl (97% difference). No specific symptoms were reported other than "feels sugar is low". Lfs representative reviewed qc procedures with pt. The meter was replaced. No harm was alleged.